Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unidentified spectrum infusion pumps experienced upstream occlusions during therapy of oxytocin at high rates (rate, dose, and volume unknown) in the obstetrics department. There was no patient injury or medical intervention associated with this event. No additional information is available.